Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas stating he experienced a blood glucose (bg) value of 30mg/dl. The patient reportedly passed out and was hospitalized. It was noted that the patient was removed off the pump and was treated via intravenous fluids. The patient reportedly was not sure when the reported issue occurred but he believed the issue occurred on (B)(6) 2013. The patient stated that he was not given glucagon that he was aware of. Customer support (cs) reviewed the pump and noted that the patient was not using the pump from (B)(6) 2013. The patient than stated that he thought the incident occurred on (B)(6) 2013 and that his low bgs occurred between 12 am and 4 am. It was not reported why the patient was off the pump between the dates noted above. The patient reportedly resumed insulin pump therapy on (B)(6) 2013. Cs reviewed the total daily dose history in the pump and noted that the basal delivery varied. The patient stated that he changed the basal settings on the pump and confirmed that it was correct. The patient denied changes in exercise, medication or health. No associated alarms were noted during a review of the pump alarm history. The patient reportedly was using u500 in the pump and did not prime the pump on the day the reported event occurred. This complaint is being reported because the patient experienced a hypoglycemic event while using insulin pump therapy. Use error contributed to the reported event because the patient was using the incorrect insulin for the pump and the patient was off the pump for a period of time for know reason.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the last basal delivery was on (B)(6) 2013. Delivery interruption is observed due an unconfirmed 150 ¿auto-off¿ alarm for 24hr on (B)(6) 2013. The pump was suspended for 6hr on (B)(6) 2013. The total daily dose adds up correctly and reflect the programmed basal target. The pump powers ¿on¿ and displays ¿verify¿ screen. The pump passed ¿ez-prime¿ steps and it was exercised for 24hr successfully, no alarm or delivery interruption occurred during the investigation. The pump passed a 29hr flow accuracy test successfully. The keypad is undamaged and fully responsive. There was no defect found.